Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead remains in service. This patient will be monitored. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead remains in service. This patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
09/09/2024 - this complaint is going to be closed as duplicate since it has already been reported.